Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failure of the single board computer (sbc) on the system pcb assembly. The single board computer (sbc) was not temperature sensitive and caused the device not to complete its boot cycle.

Event description:
The customer returned their device to physio-control for a software issue. During device evaluation by physio-control, it was observed that when the device was powered on, it rebooted several times, and then powered off. During reboot, a message "self test in progress" was displayed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.